Event description:
It was reported that during a sleeve gastrectomy procedure, on the surgeon's second firing with a black reload, there was a misfire. One of three staples lines on the sleeve side formed. The first staple line closest to the sleeve formed the other two on the sleeve side did not. The stomach side has all formed staples. Please note the first firing was a black reload and all staple lines were formed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information provided: was buttressing material utilized? If so, which product? Yes seamguard(gore). Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The knife was not fully retracted, thus the device would not open. The knife was returned to home position and device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra operative photograph was received. Upon review of the image, the photographic evidence provided confirms the disrupted staple deployment utilizing a black staple cartridge, resulting in two of the staple rows not properly forming on the patient side. The photograph however does not provide any evidence to what may have caused the reported event.